Event description:
The patient reported her insulin infusion device displayed the 09 (technical inspection due) error message without displaying any of the 8x (technical inspection) alerts. She stated she is now on insulin injections. Since the infusion device was displaying the 09 message, no further troubleshooting could be done. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced, and requested to be returned for evaluation.